Event description:
It was reported that this pacemaker was being remotely interrogated with a consult device. The interrogation was unable to be successfully completely. Subsequently, the device was interrogated with a programmer and this device may have reached a battery status of elective replacement indicator (eri). The device remains in service. No adverse patient effects were reported.